Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(4) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally prior to spaceoar implantation. Additionally, the needle was difficult to position and the procedure was done under general anesthesia. During procedure, the planes was difficult but the space opened up and the gel was implanted. Magnetic resonance imaging (MRI) was performed post procedure and it showed the gel was injected into the prostate. There were no patient complications reported as a result of this event. The patient has started his external beam radiation therapy (ebrt).